Event description:
During remote follow up, myopotential oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient experienced no consequences.

Event description:
It was reported that myopotential oversensing recurred on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.